Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly during a procedure on (B)(6) 2012 light hammering of a t-pal small trial implant holder resulted in the coupling part of the shaft coming off. The broken parts were retrieved. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and reviewed. The implant was manufactured according to the specifications. No manufacturing related issues were found. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.